Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that her son¿s onetouch verio 2 meter had developed a settings issue, the date keeps jumping to october. The complaint was classified based on customer service representative (csr) documentation, and further information obtained when medical surveillance specialist, listened to the initial call, since the patient could not be reached by phone to obtain additional information. The reporter stated that they first noticed the meter issues in the 3rd week of (B)(6) (morning). The reporter stated that the patient manages his diabetes using humalog and lantus insulin, there is no evidence in the call that the patient made any changes to his usual diabetes management in response to the alleged meter issues. The reporter alleged that in response to the meter issues, the patient developed symptoms of ¿headache, dizzy and vomiting¿, requiring on (B)(6) 2017 at 11am, his mother to take him to the emergency room, the meter in the emergency room obtained a reading of ¿242 mg/dl. In the emergency room, in response to the symptoms the patient was treated with IV fluids and insulin. The csr noted it was not possible to walk through troubleshooting for this meter issue. The products were requested back for evaluation and replacement products were sent to the patient. Despite repeated attempts, medical surveillance was unable to reach the reporter to clarify if they believed the device contributed to the adverse event. Medical surveillance believes it is unlikely that the time/date issue contributed to the event because the blood glucose monitoring was able to be conducted as usual. However, this complaint is being reported because the patient was unable to deny or confirm the relationship between the device and the event.